Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, with levels remaining below 500 mg/dl. Technical support assisted the caller with resetting the pump, as the malfunction code was resettable. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to contact technical support again if any malfunction code recurred, and the caller acknowledged and understood this guidance.